Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after 7 days of wear. The customer further reported being hypoglycemic and experienced symptoms described as ¿low on energy¿, shaking, and dry mouth, and required treatment of a "can of coke" by her friend. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. Therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after 7 days of wear. The customer further reported being hypoglycemic and experienced symptoms described as ¿low on energy¿, shaking, and dry mouth, and required treatment of a "can of coke" by her friend. There was no report of death or permanent impairment associated with this event.